Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was the sterility of the device compromised? Yes the sterility of the stapler was compromised. The packaging tore and one piece flipped back onto the stapler. The ats45 package was visually inspected and it was found that the torn open package (tyvek) occurred while opening the product and that the sterile barrier was fully in place before the package was opened. Tyvek delamination was confirmed. Tyvek ripped and stuck to the blister flange when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and difficult to remove the device from the package using sterile technique. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister, it cannot be determined why the delaminated package may have been in a box and the box was not returned. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique.

Event description:
Packaging issue: the distributor reported that when the box was opened by the customer the packaging of 1 device was torn open. There was no patient involvement with the device. No patient consequences were reported.